Event description:
The customer reported that she was informed by a doctor that erroneous ion selective electrode (ise) sodium and potassium results were received. One sample was found to have erroneous ise sodium and potassium results. The sample initially resulted as 157 mmol/l for ise sodium and 5.5 mmol/l for ise potassium. These initial values were reported outside of the laboratory where they were questioned by the doctor. The sample was repeated on (B)(6) 2013 on a different cobas 6000 system and resulted as 140 mmol/l for ise sodium and 4.92 mmol/l for ise potassium. The repeat results were believed to be correct. The patient was not adversely affected by the event. The lot numbers and expiration dates for the ise sodium and ise potassium electrodes were not provided. The field service representative was not able to determine a cause. He could not duplicate the issue. He completed an ise check with no errors. The customer completed a precision check. The unit was found to meet specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined.